Event description:
The customer reported, the table had no transverse movement. No patient injury reported.

Manufacturer narrative:
The issue was fixed by the field service engineer over the phone. The system was working as intended and put back into service.